Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was down and nonfunctional. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on. A field service engineer (fse) troubleshooted and identified a failed controller board on main drawer. The faulty drawer controller board was replaced to resolve the issue, and a test was performed using hardware test application (hta). The user completed an inventory for the drawer, confirming full functionality. The system functioned as intended after the field service engineer repaired the device.